Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, olympus could not conclusively specify the root cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: the instruction manual jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested event. The instruction manual jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and discolored, scratches were found on the switch 1, switch 2, image guide protector, protector of the universal cord, objective lens, connecting tube, and camera cover, the adhesive on the objective lens was peeled, the nozzle was deformed, the adhesive between the distal end and the light guide cover was chipped, and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown what the foreign material was, there was no delay in the start of the pre-cleaning, and there were no abnormalities with the accessories used for reprocessing. The instrument was wiped or brushed with gauze, a brush, or a sponge.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had an air/water leak on the body control unit. The device was returned for evaluation. During the device evaluation, foreign material was found on the distal end of the device which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.